Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient went to the or for a revision of the ipg on (B)(6) 2021. The reason was not provided and is unknown.

Event description:
Additional information was received that the ipg was flipped back to its orientation during procedure on (B)(6) 2021. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.